Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00043. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician and a pt both reported the pt was originally skin tested on 18 jan 2000 with negative results. In 2000, the pt was treated with two formulations of product in the oral commissures, nasolabial folds and right periorbital area. On 26 feb 2000, the pt noticed what was self decribed as "red pimples" at all treatments sites. On 7 march 2000, the pt was examined by the physician and prescribed minocycline and zyrtec. On 9 march 2000, the pt was examined by the physician and prescribed oral prednisone. The pt was examined again on 14 march 2000 and 24 mar 2000 but no further treatment was prescribed. The physician believed the symptoms were a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned.